Event description:
Event description guidant received information that this implantable atrial lead has intermittently had out-of-range impedance measurements. The impedance has ranged from 800 to >2500 ohms. All other lead measurements have been appropriate.